Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 300 mg/dl. Customer stated that she had blood at the site for sensor insertion and sensor was not tugged or pulled. Nothing further was reported.